Event description:
On an unk date in 2009, the pt was treated for an emergent dissection of the thoracic aorta using a gore tag thoracic endoprosthesis. At the end of the same month, the pt underwent reintervention due to invagination of the proximal end of the tag device. A second gore tag thoracic endoprosthesis was implanted to try and resolve the invagination, but failed. A palmaz stent was implanted and resolved the invagination.